Event description:
Review of egms revealed noise on the rv lead. It was noted that the r-wave amplitude dropped suddenly and that the patient received inappropriate therapy. X-ray showed the lead had dislodged. It was reported that the patient physically manipulated (twiddler's syndrome) the device. The lead was capped.

Manufacturer narrative:
Na